Manufacturer narrative:
The protégé everflex self-expanding peripheral stent system was received for evaluation. No ancillary devices or cine images from the procedure were received. The protégé everflex stent delivery system was received in two segments: deployment paddles, stainless-steel hypotube, manifold with outer sheath, and inner assembly with distal tip, and with the safety locking tight. The inner assembly with distal tip was examined. Sanguine residue/fluid was noted within the guidewire lumen of the inner assembly. No kinks in the inner assembly were noted. The proximal end of the inner assembly was examined under magnification. The separation face at the proximal end of the inner assembly was in the area of the 3-in-1 bond. The separation face exhibits tensile force stretching. The segment consisting of the deployment paddles, stainless-steel hypotube, manifold and outer sheath was examined. A series of kinks in the outer sheath were noted at approximately 82.9cm, 112.1cm and 115cm proximal of the distal end of the outer sheath. Clear fluid was noted within the stopcock tubing of the manifold. Sanguine residue was noted within the proximal luer lock hub. The stainless-steel hypotube and proximal deployment paddle were removed from the manifold to allow further examination. The 3-in-1 bond attached to the stainless-steel hypotube exhibited tensile force separation face. When compared to the inner separation face the stainless-steel hypotube separation face matched up. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using a protégé everflex for treatment. No abnormalities were noted in relation to patient anatomy. No issues were noted during prep. It is reported that following deployment of the stent when the physician was removing the device, the inner sheath came apart from the device and was almost left in the patient. No additional interventions were needed to remove the sheath. No patient injury was reported. Case was completed without difficulty.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.